Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net an alert for non-sustained rv oversensing was received. Review of transmission revealed intermittent loss of capture. Programming changes were made.